Event description:
It was reported that during a routine follow up, lead fracture was suspected to have occurred on this right ventricular (rv) lead due to exhibited high out of range impedances, high pacing thresholds and loss of capture (loc). The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.